Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, which was under warranty, and instructed the caller to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The caller was instructed on how to put the pump into storage mode and agreed to return the faulty pump within ten days using a pre-paid label.